Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon catheter became stuck to a guide wire. An unspecified target lesion was being treated. A non bsc wire engaged in the target lesion then a nc quantum apex balloon catheter became stuck to another manufacturer's guide wire during removal. The guide wire and quantum apex balloon catheter were removed as one unit. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.